Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. There were some motor error alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewinding due to motor encoder signal out of phase. We were unable to perform functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. The device was received with cracked case at display window corner and cracked battery tube threads.